Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient did not recover, but they underwent a heart transplantation. It was unknown whether the transplant was therapy related or not. The device operated as expected and will not be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient received a heart transplant. No device related issues were reported; however, it was communicated that the patient outcome was therapy related. It was reported that the device had operated as expected and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a heart transplant. No device related issues were reported; however, it was communicated that the patient outcome was therapy related. The device reportedly operated as expected.